Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 3/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/03/2017 with the following findings: the black box and alarm history showed cs 052 call service alarms. The pump powered up with no alarms. During testing, the pump was unable to maintain prime . The initial ¿call service alarm¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and the recurring loss of prime due to moisture damage. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the pump case was cracked near bottom right corner of the display. A leak test was performed and failed due to a pump casing leak. There was evidence of moisture in the display and on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).